Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: possible left side rupture with "fluid" in the left breast pockets.

Event description:
Healthcare professional reported rupture and "fluid". The device remains implanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a device with an extended hole, in addition to it has red and yellow biological tissue. Labeled side left. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5 d.7, h.6.

Event description:
Device was explanted.